Manufacturer narrative:
No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging the ipg due to the device being old.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.